Manufacturer narrative:
The pump had a button error alarm after boot up and the pump was received with no button response on the esc and act buttons due to flattened dome switches (no crease). They were unable to perform the displacement test due to an unresponsive keypad. The pump had minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.